Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was displaying an error 4 message whilst trying to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue first occurred about four weeks prior to her contacting lfs. The patient manages her diabetes with insulin "humalog - 6 units every meal and lantus - about 10 units every day" and stated that she made no change to her usual diabetes management routine in response to the alleged product issue. The patient stated that on (B)(6) 2019 in the morning (4 weeks after the issue began) she developed the symptoms of "sweaty sensation, hallucination and feeling low". The patient denied that she received any treatment. The patient denied that she obtained a blood glucose result on another device. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used. The test was performed with blood and the correct testing steps were carried out. The reporter confirmed that the test strips had exceeded their expiry date (04/2019). The patient no longer had test strips to perform a retest. The issue remained unresolved. The patient's products were replaced. This complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.